Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as tubing related events are not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature of the arctic sun device could not be lowered. Per follow up information received on 26sep2022, there was no patient involvement. Per sample evaluation results received on 08jan2023, the root cause of the reported issue was due to a failed mixing pump assembly. During the evaluation, it was confirmed that the arctic sun device was not cooling properly. It was reported that the caster with brake, control panel assembly, input/output circuit card, rohs, air filter, molded tube, and temperature in the cable -nellcor were malfunctioning. It was noted that the brake cable, rohs, control panel assembly, input/output circuit card, air filter, molded tube, and cable temperature - nellcor were all replaced.

Event description:
It was reported that the temperature of the arctic sun device could not be lowered. Per follow up information received on 26sep2022, there was no patient involvement. Per sample evaluation results received on 08jan2023, the root cause of the reported issue was due to a failed mixing pump assembly. During the evaluation, it was confirmed that the arctic sun device was not cooling properly. It was reported that the caster with brake, control panel assembly, input/output circuit card, rohs, air filter, molded tube, and temperature in the cable -nellcor were malfunctioning. It was noted that the brake cable, rohs, control panel assembly, input/output circuit card, air filter, molded tube, and cable temperature - nellcor were all replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.